Event description:
The customer reported that during a laparoscopic cholecystectomy, the metal arms of device snapped off inside the pt. This occurred with two devices. The metal arms were retrieved and there were no pt consequences reported.